Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4+. The patient had a restrictive posterior mitral leaflet due to a pre-existing aneurysm in the medial side of the endocardium from a heart attack. The first clip was implanted medially; however, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Two additional clips were implanted to stabilize the slda clip. Mr was reduced to 2. Per the physician, the slda likely occurred due to the tethered leaflets and the aneurysm. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on available information, the cause of the reported single leaflet device attachment/sdla is patient anatomy. The reported medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.